Manufacturer narrative:
(B)(4). Final analysis confirmed that the device was in backup mode due to multiple bit flips. After a product download was performed the measured battery voltage was at elective replacement indicator level. UDI (di): (B)(4).

Event description:
This report is too advise of an event observed during analysis.